Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, an unknown size amplatzer amulet occluder was successfully implanted in a patient. It was noted an hour post-procedure, that the patient was hypotensive. An echocardiogram was performed and revealed a late forming pericardial effusion. The patient had been administered heparin for procedure and had a minimum activated clotting time (act) level of 372 seconds and a maximum act level of 372 seconds. The decision was made to perform a pericardiocentesis using a non-abbott 6 french pericardial drain. The drain was used to aspirate 350 ml of dark blood and subsequently, resolved the pericardial effusion/cardiac tamponade. The patient had the drain sutured in place and set for intermittent suctioning before, being transferred to the intensive care unit (ICU). On (B)(6) 2023, the patient had the drain removed and was discharged at the time of report. Subsequent to the previously filed report, additional information was received that the patient had remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. The patient had received a 25mm amplatzer amulet occluder for the implant procedure. The occluder had been implanted using a 14f amplatzer torqvue 45x45 delivery sheath. The patient's circumferential pericardial effusion did result in cardiac tamponade. The occluder was never complete retracted in to the delivery sheath during procedure. The patient had been administered heparin for procedure and had an activated clotting time (act) level of 372 seconds. It was noted during procedure that the left atrial disc of the occluder had slipped back when being deployed, but was partially retracted and re-positioned over the top left atrial appendage and successfully released. The patient did not present with any other clinical signs or symptoms during or after this event. The patient was noted to have recovered and was stable at the time of report. The pericardial effusion is believed to be a late onset caused by the 25mm amplatzer amulet occluder.

Manufacturer narrative:
An event of pericardial effusion led to cardiac tamponade and low blood pressure/hypotension were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event of pericardial effusion could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6) . It was reported that on (B)(6) 2023, an unknown size amplatzer amulet occluder was successfully implanted in a patient. It was noted an hour post-procedure, that the patient was hypotensive. An echocardiogram was performed and revealed a late forming pericardial effusion. The patient had been administered heparin for procedure and had a minimum activated clotting time (act) level of 372 seconds and a maximum act level of 372 seconds. The decision was made to perform a pericardiocentesis using a non-abbott 6 french pericardial drain. The drain was used to aspirate 350 ml of dark blood and subsequently, resolved the pericardial effusion/cardiac tamponade. The patient had the drain sutured in place and set for intermittent suctioning before, being transferred to the intensive care unit (ICU). On (B)(6) 2023, the patient had the drain removed and was discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.